Event description:
It was reported, "would not seal on right side (when looking down at patient) near ip. Other side where resident was using altrus sealed fine." I worked a tah today with dr (B)(6 ) at (B)(6). This is a teaching facility and the (B)(6) side sealed but, but the other resident had issues with the seal near the ip. She double-sealed and then had to tie because it would not seal. This was the first time they were using the device, so it may have just been user error but I wanted to submit the data, complaint form, and handpiece just in case. It was also reported there was no injury to the patient.

Manufacturer narrative:
This is an FDA reportable event due to a (B)(4) event reported on medwatch 1720159-2012-00093 and 1720159-2012-00096. This device has been returned to conmed corporation; however, the evaluation has not yet been initiated. Upon completion of the quality engineering evaluation a supplemental report will be filed.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. A review of the manufacturing documents from the DHR/lhr for lot 12dhb002 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The original altrus handpiece utilized in the procedure was returned to conmed corporation for evaluation. The quality engineering evaluation included a visual inspection where no defects were observed. The evaluation also included functionality testing and the returned device passed. The device successfully cut and sealed when activated and performed as expected. The reported malfunction could not be reproduced and is unconfirmed. The bleeding that occurred in this incident was the result of an improper seal not generating full vessel ligation. The software parameter verification was downloaded from the actual device and the seal algorithm parameters passed, as well as the cut algorithm parameters. The complaint investigation has not identified any manufacturing defects regarding the sealing function of the device; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.